Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The location of detachment was quick release. The infusion set was in use for two days. The site of insertion was abdomen. The infusion set tubing came apart. No further information available.